Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 11/10/2014 and placed into service on (B)(6) 2015 with the battery pack serial number (B)(6). The battery pack in question (serial number (B)(6) was installed on (B)(6) 2022 and replaced with battery pack serial number (B)(6) on (B)(6) 2023. Review of the log files showed the device functioning as designed and did not identify a cause of the customer complaint.

Event description:
An international distributor reported a customer's AED will not power on with their dbp-2800 battery pack serial number (B)(6), but it will power on with a spare battery. They reported that this did not occur during patient use.